Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 190 mg/dl. The customer stated that he used to be able to clear the button error by removing the battery. Troubleshooting was initiated for the button error alarm. The customer believes that the alarm occurred due to the age of the pump. Additionally, the customer mentioned that there was a crack right by the battery cap; a part of the cap-housing was broken away. He mentioned that he keeps the pump in his shirt pocket and it might have been damaged while he had to work on a crane. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.